Event description:
It was reported that a cartridge became disconnected at the t:lock. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made to obtain additional information, however, a response wasn't received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.